Event description:
A report was received that the patient had infection at both sites. Antibiotics were prescribed to the patient. The patient underwent an explant procedure and did well postoperatively.

Event description:
A report was received that the patient had infection at both sites. An I and d procedure was performed and the system was explanted. The patient was given antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4), description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the primary site of the infection was at the battery site. Patient¿s symptoms include redness, warmth, tenderness and drainage at both the ipg and lead sites.

Manufacturer narrative:
Additional information was received that the infection was not device related.

Event description:
A report was received that the patient had infection at both sites. Antibiotics were prescribed to the patient. The patient underwent an explant procedure and did well postoperatively.